Event description:
It was reported that that the right footplate is bent and chair tilt works intermittently. Other advised wiring has been changed on the chair before. Other advised made an appointment with a dealer to come out but they never came out to look at chair. Other could not provide any further information. Update: (B)(6) 2015 provider called into invacare's technical services department. Spoke to (B)(6) to advise that he went to evaluate chair and found that it will not turn on at all.